Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level was 548 mg/dl. The customer treated their blood glucose level with a bolus and manual injection. The insulin pump alarmed insulin flow blocked. The alarm was resolved by changing the complete set. The device was not returned.